Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2009 and a right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel reports patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. Subsequently, patient underwent a right hip revision procedure in 2011. There has been no reported left hip revision procedure to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-047717 & 2015-01867 / 01868).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2009 and a right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel reports patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. Subsequently, patient underwent a right hip revision procedure in 2011. There has been no reported left hip revision procedure to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a right hip revision procedure (B)(6) 2010 due to instability. Operative report noted the presence of impingement and a fractured polyethylene liner. The modular head and liner were removed and replaced.